Manufacturer narrative:
(B)(4).

Event description:
A pump volume discrepancy was reported; a return of patient symptoms was also noted. The reporter did not have the exact volume numbers but indicated "it was significant and there was more than expected". The hcp performed a roller study. The results of this test were not available as of the date of this report. The reporter stated they were planning to replace the pump the next day. Additional information has been requested; but was not available as of the date of this report.